Manufacturer narrative:
S/w version 4.10j. Retainer ring = black. Customer returned pump for alleged unable to upload to carelink found on (B)(6) 2021. Pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit unable to upload to carelink. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump and was able to download to carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for unable to upload to carelink was confirmed due to isolation to pcba 2. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement

Event description:
Information received by medtronic indicated that unable to upload and pump says server error. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.